Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, not all segments of the 7 display segments were showing. It was reported that temporarily the first digit of the spo2 display was missing. There was no patient injury. No further information is available at this time.

Manufacturer narrative:
One device was evaluated. The complaint could not be verified. Switched the device on and off multiple times and ran several tests. All the lights in the display light up at the appropriate time. The reported condition could not be duplicated during testing. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.